Event description:
Customer states the device was reading in the 200 to 300 mg/dl range. The dr increased the amount of medication the customer was taking. They experienced two different seizures. The dr admitted the customer into the hosp. The customers blood glucose was tested on their device and the hospitals device with a 200 point difference. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.